Event description:
The customer reported false positive reactions of patient samples with anti-b of ih-card abo/d(dvi-)+rev. A1, b on the ih-1000. The customer stated that five patient samples were affected and the reactions looked like double population. The customer provided the complaint sample (four cards) and three patient samples for investigational testing. Our quality control laboratory visually checked the product samples provided by the customer for intact sealing, homogeneous gel, visible supernatant, and absence of droplets in the reaction chamber. All acceptance criteria were met. Our quality control laboratory tested the patient samples with the complaint sample on ih-1000. All three patient samples showed the correct blood group: duke 01 blood group o rhd pos; duke 02 blood group a rhd pos; duke 03 blood group a rhd pos; some fibrin clots were visible on the gel column of the anti-b and control which did not affect the evaluation. Additionally, the patient samples were tested on the retention sample of the supposedly defective lot on the ih-1000. Again, all results were correct. Patient sample duke 03 showed again some fibrin clots which did not affect the assessment of the result. Furthermore, our quality control laboratory tested their retention sample with ten known donor samples on ih-1000.all positive and negative reactions were correct. We did not observe any false positive reaction. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Trace files of the affected ih-1000 instruments were checked and we did not notice any instrument malfunction. No error message occurred during the concerned tests. It was noticed is that all the tests with the false positive on the anti b wells were performed with the right pipettor. Based on this result, we could deduce that an inter-wells contamination is suspected. The inter-wells contamination is generally caused by using ih-card on bad status (drops of antisera under the aluminum foil of the ih card) and or the non-centering of the needle/ ih card wells. Based on the images customer had provided the complaint was classified as confirmed - upp (unexpected product performance). But nevertheless, the complaint sample as well as the retention sample reacted as expected. An inter-well contamination at the customer´s site was highly assumed. The patient samples showed correct results in the retests by quality control laboratory. Due to the assumed inter-well contamination we highly recommend the following: - replace the needle if it was bent or damaged - the adjustment of the needle centring relatively to the ih card wells must be performed for all position in the pipetting area. - control and adjust the diameter of the hole pierced ih card. It must be centred and checked by the diameter tools. - check the ih card pin piercer, please replace it if it was damaged or presents some smudge in the surface. -control the washing pot, it must be clean inside, and the used liquid (system liquid) must be correctly evacuated. -finally, perform a weekly maintenance and qc test. And we highly recommend noting the following points according to the chapter precautions of the instruction for use: · do not use cards showing signs of drying, discoloration, bubbles, crystals or other artifacts. · do not use cards with damaged foil strips. · do not use gel cards if the gel matrix is absent or if the liquid level in the microtube is not at or below the gel matrix. A clear liquid layer should be visible on top of the uniform gel matrix in each microtube. · cards with dispersed drops observed at the top of the microtube, due to improper storage or shipping conditions, have to be centrifuged with ih-centrifuge l or ih-reader 24 with preset time and speed before use. If drops are still observed on top of the microtube after one centrifugation it is recommended to not use the card."

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive reactions of patient samples with anti-b of ih-card abo/d(dvi-)+rev. A1, b on ih-1000. The customer stated that the reactions looked like a double population. The customer announced to send in a sample of the allegedly defective product. Our quality control laboratory team is still waiting for the complaint sample and for the trace files of the affected ih-1000.. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.